Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the power management pcba board to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that after replacing the power management pcba board under a field change order implementation, the device had a black screen. It was reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
E1 reporter phone number - (B)(6).